Event description:
It was reported that the patient developed a bleeding stomach ulcer since having the pump implanted in 2006. The patient was reported to be "ok now". It was later reported that the patient was not seen by the reporting hcp for bleeding ulcers, nor did he have knowledge of the bleeding ulcers. In 2009, the patient experienced sweats, agitation and increased pain. The pump was interrogated, the expected/actual pump volumes were as expected. An x-ray was taken. The family was going to follow-up on the hip issue, thinking maybe the symptoms were related to this. There was no patient injury per this reporter.